Event description:
It was reported that insulin gauge displayed amount different than expected, showing 50 units when customer expected 120 units, and issue had occurred on previous day rather than during call. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge, received offer for email with cartridge loading resources, and was instructed to call back for troubleshooting if problem recurred, which caller acknowledged.